Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the pacemaker system went to the emergency room due to dizziness with a heart rate of 30 beats per minute. Technical services (ts) assessed the system, with a loss of capture (loc) being presented on the right ventricular (rv) channel. Ts also noted the rv pacing threshold could not be evaluated with remote interrogation, with an in-person interrogation being discussed. The pacemaker system was recently implanted. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Additional information received, updates made to b5 and 'device procedure/outcome' fields. Added initial reporter email address and change in initial reporter first name.

Event description:
It was reported that the patient with the pacemaker system went to the emergency room due to dizziness with a heart rate of 30 beats per minute. Technical services (ts) assessed the system, with a loss of capture (loc) being presented on the right ventricular (rv) channel. Ts also noted the rv pacing threshold could not be evaluated with remote interrogation, with an in-person interrogation being discussed. The pacemaker system was recently implanted. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received from the field that the rv lead output was reprogrammed to 4.0 volts @ 1.0 milliseconds based on previous threshold results. The lead will continue to be monitored. No additional adverse patient effects were reported. This rv lead remains in service.